Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle on the bd ultra-fine¿ insulin syringe lenght was incorrect. The following was translated from portugese to english: the pharmacy's stockist got in touch reporting that a customer complained about a package of syringes that the needles were smaller than normal, and they got in touch to make the exchange. We asked if all the needles were smaller, and it was reported that they were.

Event description:
It was reported that the needle on the bd ultra-fine¿ insulin syringe length was incorrect. The following was translated from portuguese to english: the pharmacy's stockist got in touch reporting that a customer complained about a package of syringes that the needles were smaller than normal, and they got in touch to make the exchange. We asked if all the needles were smaller, and it was reported that they were.

Manufacturer narrative:
H6: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the needle on the bd ultra-fine¿ insulin syringe lenght was incorrect. The following was translated from portugese to english: the pharmacy's stockist got in touch reporting that a customer complained about a package of syringes that the needles were smaller than normal, and they got in touch to make the exchange. We asked if all the needles were smaller, and it was reported that they were.

Manufacturer narrative:
H.6 investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time.complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 12-jan-2024. H.6. Investigation summary: the photos were examined, and the defect of dimension cannot be confirmed solely based on the photos. The physical sample was returned by the customer on 01/12/2024 however, the sample could not be located in the complaints lab. This is the 1st incident over the last 12 months where the sample could not be located. Once the sample is found in the future the complaint record will be reopened for investigation. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that the needle on the bd ultra-fine¿ insulin syringe length was incorrect. The following was translated from portugese to english: the pharmacy's stockist got in touch reporting that a customer complained about a package of syringes that the needles were smaller than normal, and they got in touch to make the exchange. We asked if all the needles were smaller, and it was reported that they were.